Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of low results for multiple patients tested for crpl3 c-reactive protein gen.3 (crpl3) on a cobas 8000 c 702 module. The clinical status for these patients indicate that the crpl3 results should be higher. The customer provided data for 10 patients where the results were lower than expected. It is not known if repeat testing was performed. It is not known how many low results were reported outside of the laboratory. The customer received a complaint from a doctor about the false low result for 1 patient where the crpl3 result was expected to be higher. It is not known which low result for which patient the doctor complained about. This information was requested but was not provided. There was no allegation that an adverse event occurred. The crpl3 reagent lot number was 216994 with an expiration date of 31-may-2018. Calibration and quality control (qc) data was acceptable. Sample pipetting was tested by running 2 samples 5 times and the results for both samples were consistent and did not show much variation. The investigation noted that the customer is using gel tubes. The correct handling of these tubes (centrifugation speed and time, storage etc.) Is crucial in receiving correct results. A specific root cause was not identified. Additional information was requested for investigation but was not provided.